Event description:
This lead dislodged and was determined to be unsuitable for the pt's vessel. The hospital has retained this device. Should additional info become available, this event will be updated.